Manufacturer narrative:
The pump is not available for evaluation; as reported it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information, this patient's history of previous thrombus and sub-therapeutic inr at the time of the event are identified factors contributing to the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use : device thrombosis is a known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use (IFU) addresses setting parameters for the high power alarm threshold which may be associated with thrombotic events. And guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's sub-therapeutic inr is an identified factor contributing to pump thrombosis. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported in the u.s. That the patient had a "second recent episode of pump thrombosis in the setting of a subtherapeutic inr with marked elevation of ldh (1481 from baseline ~500) on admission." Given rising ldh despite heparin gtt, patient received tpa on (B)(6). Developed subacute infarct in the l cerebral peduncle noted on imaging, no residual deficits. Ldh subsequently improved but began to rise despite therapeutic anticoagulation, concerning for impending thrombus extension vs hemolysis. Hematology approved trial of bivalirudin in addition to coumadin therapy given dire clinical situation, lack of surgical options and factor ii level of 32%. Concurrently, pump speed was decreased to minimize any speed related hemolysis. Ldh responded, 1079->908->926->914. Bivalirudin gtt stopped after one night and patient was continued on nightly warfarin (6mg monday/friday and 4mg all other nights), plavix 75 daily and asa 325, with no further issues. At the time of discharge patient's inr was 2.9, ldh 777 (downtrending) and plasma free hg 25. Patient instructed to check inr at home and send into the lvad coordinator." The investigation is ongoing.